Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the patient cycler prompted with an m75 volume error warning during dwell 2 of 6 of treatment. The patient bypassed into drain 2 of 6 of treatment and an m31 air detected in cassette warning occurred. Fluid was then discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a hole in the right upper corner of film. The film on the back of the cassette was not loose. The patient was advised to leave the cycler until the next treatment. The patient continued with continuous ambulatory peritoneal dialysis (capd) therapy. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the cycler prompted with m75 volume error warning and m31 air detected in cassette warnings during treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen coming from a hole in the right upper corner of the cassette film. The cause of the damage on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient has resumed treatment using the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded by the patient's father and was no longer available to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient reported the patient cycler prompted with an m75 volume error warning during dwell 2 of 6 of treatment. The patient bypassed into drain 2 of 6 of treatment and an m31 air detected in cassette warning occurred. Fluid was then discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a hole in the right upper corner of film. The film on the back of the cassette was not loose. The patient was advised to leave the cycler until the next treatment. The patient continued with continuous ambulatory peritoneal dialysis (capd) therapy. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the cycler prompted with m75 volume error warning and m31 air detected in cassette warnings during treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen coming from a hole in the right upper corner of the cassette film. The cause of the damage on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient has resumed treatment using the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded by the patient's father and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.